Event description:
An aus device was implanted on 10/5/96. The balloon was revised on 3/27/95. A tandem cuff was implanted on 10/16/96 due to recurring incontinence. No components were removed or replaced.